Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. D4: batch # u5dr5c. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please provide more details how was the device removed from the patient the surgeon treated the corpus and antrum with psee60a and ecr60g, after fired, the blade did not return the knife automatically, the jaw could not open, pushed reverse, inverted the battery, continued to push the reverse still did not respond, after pulling the manual override lever, it moves up and down several times, and then the jaw is opened. Did the jaws eventually open? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during bariatric surgery,after fired, the knife moved to the distal end, but could not return the knife automatically. The knife reverse button could not work. Used manual override lever to return the knife. It is unknown how the surgeon removed the device from the patient. There were no adverse consequences to the patient. No additional information can be provided.